Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine (unknown dose and concentration) via an implantable infusion pump for non-malignant pain and degenerative disc disease and herniated disc pain. It was reported on (B)(6) 2016 that the patient had the pump removed due to a pocket infection. The event date was unknown. It was unknown if the infection is related to a device issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient first started experiencing the infection several days before presentation (B)(6) 2016. The infection was observed upon initial assessment. The patient experienced erythema and induration of the left abdominal subcutaneous pocket as well as pain and tenderness. It was noted a retained foreign body was found inter-op separate from the pain pump and associated equipment. The patient had been discharged with home health intravenous antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.